Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted he has now what appears to be a chronically incarcerated hernia at the umbilicus, which is very symptomatic and tender. He also had some chronically incarcerated fatty tissue as well as what appeared to be old mesh within the hernia and some of the excess mesh was sharply excised. It was reported that the patient experienced severe pain, nausea and bloating. No additional information was provided.